Event description:
It was reported that when opening the intra-aortic balloon (iab) packaging, the customer noticed that the iab was not inside. There was an insertion kit in the box, but the actual iab was not. They then opened a second iab and found the same issue. The customer noted that the products were not used and there was no patient involvement. There was no patient harm or adverse event reported. This report is for the second iab in this event. A separate report has been submitted for the first iab under mfg report number 2248146-2022-00541.

Manufacturer narrative:
Occupation: materials management specialist. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
A sensation plus 8fr 50cc shelf carton was returned with the insertion kit sealed and intact. The iab product kit was missing from the shelf carton. The reported event was confirmed by the evaluation. However were unable to determine a root cause of how this occurred as our records do not indicate missing components for the batch. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.